Manufacturer narrative:
Updated data: b2. The patient's date of death is approximate. Month and year are confirmed valid. B5. A second paragraph was added. H1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. The event is now a reportable death. H6. Annex e code. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed. It was noted that during the bav, the patient became very hypotensive. Chest compressions were required in order to successfully deploy the valve, however the patient remained hypotensive following the successful implant. An left ventricular assist device (lvad) was deployed in order to stabilize the patient, who was subsequently transferred to the cardiac intensive care unit (ICU). The night following the procedure, the patient suffered a stroke, which was confirmed by computed tomography (CT). The patient was subsequently intubated, and remains in stable but serious condition. Additional information was received to clarify that the CT scan performed the night following the implant procedure did not confirm a stroke. The day after the implant procedure, the patient was extubated and vital signs normalized. Later that day, the non-medtronic lvad device was removed and the patient was doing well. Two days following the implant of the valve, a "cold leg" was called on the same side that the lvad was inserted. The patient was sent to the operating room; however, the patient died overnight due to those complications.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the cold leg was due to the impella catheter. Additionally, the cause of death was due to complications from the surgery to repair the cold leg. Per the physician, the valve and the delivery catheter system (dcs) could be ruled out as contributing factors to the death. It was reported that the patient's old age also contributed to the death.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed. It was noted that during the bav, the patient became very hypotensive. Chest compressions were required in order to successfully deploy the valve, however the patient remained hypotensive following the successful implant. An left ventricular assist device (lvad) was deployed in order to stabilize the patient, who was subsequently transferred to the cardiac intensive care unit (ICU). The night following the procedure, the patient suffered a stroke, which was confirmed by computed tomography (CT). The patient was subsequently intubated and remains in stable but serious condition.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date; {non-implantable}, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.